Event description:
In 2005, (B)(6) received his second medtronic baclofen implant serial # (B)(4) model #863720 through doctor (B)(6) in (B)(6). (B)(6) is a quadraplegic spastic cerebral palsy wheelchair bound but mentally alert and able to talk although with a difficulties due to his spasticity. The first baclofen implant, he received was thru (B)(6) and he was used under the study program to find if baclofen implant is fitted to be used by patients like the medical condition of (B)(6). It was approved. On 2008, (B)(6) starts to develop a stomach problem. His primary doctor tried to solve the problem but to no avail so he referred (B)(6) to a gastro doctor, doctor (B)(6) in (B)(6). The problem was not solved either by the gastro doctor in spite of all the testings and different kinds of medications (B)(6) took. Every time (B)(6) refills his pump in (B)(6), I always tried to let the doctor be aware of the problem. I told him how (B)(6) is starting to lose his right mind and acting like he was crazy by talking nonsense things and his stomach getting so bloated and big as if it is a 9 months pregnant stomach. (B)(6) was referred to a neurologist doctor and did some testing. His MRI showed abnormal result. I asked the pump doctor to check the placement of the catheter. He said the catheter was still attached in (B)(6) 2009. On (B)(6) 2010, the pump was replaced and the procedure that only takes 30 minutes according to the doctor took hours and I was told by the doctor that when he opened (B)(6), he found that the catheter was totally disconnected from the pump. Reason why he said the procedure took long time because he cleaned up the site of the pump removing lots of scar tissues! The serial number of the new pump was #(B)(4) model# 8637-40. I also just found out that the catheter was recalled in (B)(6) 2009. To sum it up: (B)(6) is suffering a so bloated and huge stomach until present. The site of the pump replaced in 2010 was so swollen as if fluid was accumulating inside his stomach the more bigger his stomach is. His mentality was altered and his condition got worse due to the enlargement of his belly. No help done about this problem. Doctor could not find the cause of it. (B)(6) is continuously suffering the discomfort to this date. Only one catheter was used since 1995 until 2010 when the doctor found out it was disconnected and worn out.

Event description:
Add'l info rec'd from rptr (B)(6) 2011: I am filing a f/u report about the issue referring to the access number above. Presently, the medtronic baclofen implant will be removed from the pt sometime (B)(6) 2012. Right now, three doctors already agreed to surgically remove the implant for the reason of the medical problems arising and resulting in the inflammation of the stomach of the pt for a period of time. I am so relieved that finally doctors agree with all what I was complaining for that last 2 years. According to the dr, who is taking in charge right now, the implant could not be removed immediately. The dr was decreasing the amount of the baclofen medicine until it reaches below 99 mcg flow then remove the implant. So far, it was twice decreased already and by (B)(6) 2012, it could be removed. Thank god! One dr declares that "I have never seen before anything like this medical problem in my life." So, it might be that my son would be the first one to experience such medical problem. Maybe medtronic needs to expand their research about this issue to prevent another one to happened and just maybe doctors needs to listen to their pts when they needed to. I hope by removing the implant, my son would be relieved from his sufferings.

Event description:
Add'l info rec'd from rptr (B)(6) 2011: I am filing a follow up report about the issue referring to the access number above: I also enclosed a recent picture of my son's major medical problem. As decided by the doctors, the baclofen implant will be removed as soon as the daily dose reaches below 99 mcg. After three times decreasing the dose of 20% each time, the pt stating to show altered mental status. He was very confused, constantly talking, yelling and screaming and mostly at night. He has little sleep every night. He was extremely spastic and rigid. The doctor who will perform the surgery decided to lower the remaining dose to below 55mcg before removing the pump. The pt had the same condition at that time when the baclofen catheter was found disconnected for unk period of time until the doctor replaces the battery in 2010. Baclofen fluid absorbed by the body tissues that resulted in inflammation of the stomach which was the main medical problem for quite a period of time now. My concern now is after the removal of the pump: is it going to make the medical problem disappear? Is it going to return the mental status that was altered? Or because of the long term absorbing the baclofen fluid that the damage of the stomach would remain as is? Please help me find the answer to these questions. It is very scary to think how the pt's overall condition would be after the removal of the pump that he had since 1995 through study program in (B)(6). Thank you for allowing me to make a follow ups report concerning this issue. Hoping that there is something that could be done that no one will ever go through the same as what my son's went through and still going through right now.

Event description:
Add'l info rec'd from rptr (B)(6) 2012: again, I am filing a follow up report about the issue referring to the access number above. My purpose in making the report is to let your office know what is present status of the person/pt that is the subject of these reports. The medtronic synchromed pain pump was removed in (B)(6) 2012 from the body of my son (B)(6). I was in high hopes that removing the implant would provide relief for him from medical problems that I believed arising from the medical device, although, none of those doctors that were aware of the problems would agree with me, I can feel that in a way, I was right on what I was saying to them about the problem. The appearance of my son's abdomen, most especially the former site where the medtronic medical device used to be was so horrifying to look at! A size of a football shaped was protruding on the right side of his stomach. Seems it was a pocket full of fluid! His mental condition was also dramatically changed. From a normal mind into an abnormal one. He was no longer the same in mental condition as he used to be. He is very spastic and rigid. Abdomen so huge and protruding. Doctors that looking after his stomach already gave up because he could not pinpoint the cause of the problem. He was so hard to take care of now that his stomach is so large and so spastic. I do not know what to do anymore. Something like these should not even happened to anybody again!